Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 22 mg/dl, and customer collapsed. The cause of the low bg was unknown. Bg was addressed via intravenous saline and dextrose. Reportedly, the customer left the ER the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.